Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01t7d, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a urinary tract infection (uti). It was noted that the patient went into the clinic for urodynamic testing on (B)(6) 2014. It was noted that a routine urine dipstick and showed 2+ leukocytes and nitrites. It was noted that the patient was given gentamycin 80 mg. It was noted that the patient had a intramuscular injected in left upper outer quadrant of buttocks before urodynamic testing. It was noted that catheterized urine was sent for culture and it was positive for coagulase negative for staphylococcus species, not s. Lugdunensis or s. Saprophyticus. It was noted that the patient was given cipro 500mg. It was noted that the patient was asymptomatic of uti symptoms on (B)(6) 2014. It was noted that diagnostic methods included laboratory testing. It was noted that the diagnostic results showed abnormal urine culture greater than or equal to 5000 colonies/ml of coagulase. It was noted that the outcome was resolved without sequelae.